Event description:
Consumer complains of low blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 100-150 mg/dl fasting. Verified the test strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory. One:40mg/dl, (B)(6) 2015, 09:30:00 pm fasting: no. 2:46mg/dl, (B)(6) 2015, 09:30:00 pm fasting: no. 3:37mg/dl, (B)(6) 2015, 07:51:00 pm fasting: no. 4:48mg/dl, (B)(6) 2015, 05:54:00 pm fasting: no. 5:70mg/dl, (B)(6) 2015, 07:04:00 am fasting: yes.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).